Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked. This event occurred before use of the device. The patient had disposed of the bag after the leak was noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.